Manufacturer narrative:
Corrected data: device was not returned. An event regarding fractured dall miles cable was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned. Medical records received and evaluation: a medical review was performed and concluded: "use of a too small device for fracture fixation purposes in the proximal femur has contributed to failure of fracture fixation and development of trochanteric pseudarthrosis requiring repair with more suitable devices." Device history review: a DHR review could not be performed as the lot ID is unknown. Complaint history review: a complaint history review could not be performed as the lot ID is unknown. Conclusions: a medical review was performed and concluded that "use of a too small device for fracture fixation purposes in the proximal femur has contributed to failure of fracture fixation and development of trochanteric pseudarthrosis requiring repair with more suitable devices." There was no indication of a device related issue on review of the medical review. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
Original tha exeter femoral x-change procedure performed following car accident in 2002 in (B)(6). Revision of right hip exeter femoral x-change (exeter long stem 44mm #3 200mm) due to cable failure and trochanteric plate displacement resulting in non union of greater trochanter and external rotation of leg causing pain and deformity, also noted leg length discrepancy. In this procedure above stem removed. Noticed: pain, irritation on lateral hip due to broken cables, leg external rotation, leg length shortening.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Original tha exeter femoral x-change procedure performed following car accident in 2002 in (B)(6). Revision of right hip exeter femoral x-change (exeter long stem 44 mm #3 200 mm) due to cable failure and trochantin plate displacement resulting in non union of greater trochanter and external rotation of leg causing pain and deformity, also noted leg length discrepancy. In this procedure above stem removed noticed: pain, irritation on lateral hip due to broken cables, leg external rotation, leg length shortening.